Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx drug eluting stents were implanted, one in the cx and one in the lad. Approximately 7 months later the patient suffered mi of the lad and cx treated with hospitalization and nitroglycerin. The patient recovered. The inv estigator assessed the event as not related to the anti-platelet medication or the device. The sponsor assessed the event as not related to the anti-platelet medication and possibly related to the device.